Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: can a timeline be provided? How far post-op did leak occur? Day 11 were there any issues experienced with the device in the initial surgical procedure? Not that I am aware of was a leak test performed? If so, what type and what was the result? N/a how was the leak identified? During reoperation what was observed at the site of the leak upon reoperation? N/a were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. N/a how was the leak addressed? N/a what is the current patient status? I have been told that the patient is recovering well so far from the reoperation I was later informed that the surgeon used a black reload (with cook buttress) on this firing and he admitted that the issue could have arisen due to that. The patient presented with many comorbidities which the surgeon thought could have also played a role in the complications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had a leak post op of a lap sleeve gastrectomy. Surgeon went in to re-operate and the leak was located ¿up high possibly last firing¿ currently unknown reload color but echelon+ and cook biodesign buttress was used. Surgeon did not provide what he used for intervention and patient current status. ¿staple line dehisced & leaked¿.